Event description:
Related manufacturer reference number: 2017865-2024-73490. It was reported that right atrial (ra) lead exhibited dislodgement and loss of capture. Right ventricular (rv) lead slack compromised possibly by twiddling syndrome. Dislodgment confirmed by fluoroscopy imaging. Both leads explained and replaced with no patient consequences.

Manufacturer narrative:
As complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.